Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a robotic assisted laparoscopic gastric sleeve procedure. The patient's medical history is morbid obesity. The stapling device was being applied to the stomach. Part of the yellow shipping wedge broke off, the part that goes into the opening on the anvil. The piece fell into the cavity of the patient. In order to resolve the issue and complete the case, the piece was retrieved using graspers. There was no patient harm. The patient outcome is alive, no injury.